Event description:
The report received from the affiliate indicated that during dilation of the femoral artery the balloon burst under hand injection at an unknown pressure. The target vessel was calcified and tortuous. There were no reported adverse effects to the patient. The procedure was successfully completed by another opta pro balloon of unknown size. As per the reporting affiliate, no additional patient or procedural information is available.